Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were experiencing high blood glucose level. Blood glucose level at the time of the incident was 32.7 mmol/l which was treated with insulin injection. Customer¿s other blood glucose value was 30.6 mmol/l. Customer feels okay to troubleshoot for high blood glucose. Customer stated that infusion set was leaked at back of cannula. Customer had symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. It was unknown that auto mode feature was active or not at the time of event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital and based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.